Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports pump (B)(6): expiration date: not provided) moving very slowly. Pt states "pump is not pushing fast enough" and requested new pump. No adverse event(s], interruption to therapy or missed doses reported due to product issued. Pharmacy to replace pump. Unknown if pump associated with event is available for return. No further info. Reported to (B)(6).